Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504 mg/dl; cause was unknown. Reportedly, a correction injection was delivered, and the customer drank a lot of water to address bg. Recommendation was made to monitor their bg closely and to contact their health care provider (hcp) and tandem technical support if they need further assistance. No additional patient or event information was available.